Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received a report through device tracking indicating that the pt had received a pump due to a driveline infection. No further info was provided.

Manufacturer narrative:
The manufacturer is attempting to acquire additional info from the hospital regarding the event and the product disposition. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.